Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. It was alleged that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/31/2015 with the following findings: during investigation, the pump was powered on and the display screen was blank due to moisture ingress. A leak test was performed and verified a leak in the pump¿s casing. The pump was opened and there was moisture damage found on the printed circuit board.